Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective plug unit which may have led to occurrence of the suggested event by one of the following: the subject device was immersed in liquid for reprocessing while eog cap was attached. Stress which opens valve of venting connector accidentally was applied while the device was in the liquid. Flowing water with strong pressure hit one-way valve of the venting connector directly. Water that entered leak test air tube invaded scope connector during leakage test due to breakage/insufficient connection of the tube or breakage of packing of reprocessor/the tube when reprocessor was used. Attaching connector cap of leakage tester to wet venting connector. Attaching/detaching leakage tester under water. Earth wire of the system was not connected. Insertion/removal of the scope connector while power of the system was on. Dirt and/or fluid adhered to the scope connector contacts. The event can be detected by following the instructions for use (IFU) which state: operation manual: important information - please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon inspection of the returned device, the reported allegation was confirmed. The reported b30 error was due to defective plug unit. The device was previously repaired on (B)(6) 2022 due to leakage of the bending cover. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed b30 scope communication error during inspection for use for a bronchoscopy procedure. The procedure was completed with a similar device. There was no delay in the procedure and no reports of patient harm associated with the event.